Manufacturer narrative:
Investigation results: ten assembled 5ml syringes were received by bd (B)(4) from reported lot #7216829 (309649). The ten syringes were tested for volumetric accuracy at the 1ml grad line. One of the syringes had a broken plunger rod, which was replaced for the purposes of the test. All 10 samples tested were found to be within international standards organization (iso) specification. Secondly, a device history review for batch 7216829 (p/n 309649) was performed, the manufacturing dates: 08/17/2017 to 08/18/2017, batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7216829 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Next, an in-process volumetric accuracy testing is performed every 24 hours on 8 pieces of product, records for batch #7216829 indicated all test results were within acceptable limits. Hourly inspections were performed, 30 visual inspections at assembly and packaging with no defects recorded found. The most likely failure mode for volumetric accuracy is related to the machine setup, which is tied to the scale placement. If set up is performed incorrectly the scale will be misplaced on the barrel. Based on the sample evaluation bd (B)(4) was not able to duplicate or confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Corrective actions: (1) machine setup work instruction will be reviewed and revised to ensure proper setup steps. Due date: 4/13/2018. (2) personnel involved with volumetric accuracy tests performed in lot #7216829 will be evaluated to identify areas of opportunity 03/30/2018.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the scale markings of the bd plastipak¿ 5ml luer-lok¿ syringe were defective. There was no report of injury or medical intervention.